Event description:
It was reported that the devices were used during a hand assisted right hemicolectomy procedure. After thirty minutes, the device ripped. Placed another device and about fifteen minutes later, the device ripped. Competitors device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.